Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: promus element, mr, ous 3.5x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 7th most proximal strut lifted upwards from the stent profile on one side. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 60mm from end of hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2016 it was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.